Event description:
Physician reported right side capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Visual device evaluation: "visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device." The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.